Event description:
It was reported that the tip snapped off.

Event description:
It was reported that the tip snapped off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The bottom part of the jaw is broken off and not received with the instrument. The probable root causes are excessive force at the jaw or instrument was used on hard material. In sum, the product was returned and the failure mode was confirmed.